Event description:
The patient reported that he was sleep when his infusion device started beeping continuously . The patient stated that the display had a 2.01 and three dashes in the middle of the display. The power pack in use was 2 weeks old. The patient was aware of the power back recall, so he decided to insert a new power pack. The infusion device started working properly . The patient was contacted via a follow up phone call and he reported that his infusion device was still working properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue . The product has been requested for return to be evaluated.